Event description:
It was reported the patient had stimulation/therapy issues. It was reported the patient had overstimulation and reported a shocking/jolting sensation. It was reported contacts 1, 4 <(>&<)> 7 had impedances >10 ,000. Reprogramming was attempted around those electrodes, but patient still experienced shocking sensations to lower extremities. It was reported the second lead was used to obtain therapy without shocking. It was also reported that after several reprogramming attempts, shocking sensation from battery site seemed to have been resolved. Additional information received reported the high impedances were not resolved and the cause could not be determined. It was reported they reprogrammed around the high impedances and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: 2013, product type lead product ID: 3778-60, serial# (B)(4), implanted: 2013, product type lead. (B)(4).